Manufacturer narrative:
The straight suction was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The suction would not track when connected to a known good tracker. The system wasn't even able to return a divot error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic representative (rep) received information from an healthcare provider (hcp) regarding a navigation instrument being used for a fess procedure. The hcp told the rep that after successful registration at the navigation stage in the system the hcp tried to verify the straight suction in nipt, but the instrument could not be verified. The hcp adjusted and tried multiple different positions to verify, but it was unsuccessful and the em details showed the nipt and instrument tracker in the field the whole time while the hcp was trying to verify. A curved suction was tested and verified on the first attempt. The case was completed using the malleable suction and there was no surgical delay or change in patient outcome as a result of the issue.